Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: adreanlektomie / adrenalectomy. Event description: at the end of surgery, when the sleeve was pulled out of the abdominal wall, the distal part of the sleeve was missing and broken. The surgeon was looking for the missing part and found it in the situs. Additional information received from field implementation team member by email on 10sep2019: the incident did not happen at the end of surgery, it happened during surgery. After an audible "klack" they realised that the trocar had broken and removed the distal part of the sleeve. This endoscopic adreanalectomy was done in the retroperitoneal space. The trocar was, as usual in this procedure, close to the rib bones and very flat on the skin to enable good access to the site. Therefore this normal situation may put more force on the trocar than a regular laparoscopy. No other instruments than the optic were place through this trocar prior to breakage. Intervention: retrieval of separated part. Patient status: fine.

Event description:
Procedure performed: adrenalectomise / adrenalectomy. Event description: at the end of surgery, when the sleeve was pulled out of the abdominal wall, the distal part of the sleeve was missing and broken. The surgeon was looking for the missing part and found it in the situs. Additional information received from field implementation team member by email on 10sep2019: the incident did not happen at the end of surgery, it happened during surgery. After an audible "klack" they realised that the trocar had broken and removed the distal part of the sleeve. This endoscopic adrenalectomy was done in the retroperitoneal space. The trocar was, as usual in this procedure, close to the rib bones and very flat on the skin to enable good access to the site. Therefore this normal situation may put more force on the trocar than a regular laparoscopy. No other instruments than the optic were place through this trocar prior to breakage. Intervention: retrieval of separated part. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by excessive forces applied on the cannula in combination with uneven wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.